Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had a white particle in its balloon. This was found before use. The device was filled with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured september 24, 2014 ¿ september 26, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter 2.74 millimeters in length, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be polyester. The cause of the condition was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.